Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0421675v, implanted: (B)(6) 2004, product type: lead. Product ID 3093-28, lot# j0421675v, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a gradual loss or change of therapy. The patient had an increased in frequency in urination and the event date was unknown. The patient was implanted for interstitial cystitis (ic) and was going to the bathroom every 5 to 7 minutes prior to implant. The patient saw their manufacturer representative 3 to 5 weeks prior to (B)(6) 2016 and had their programming changed and their symptoms got worse. The patient¿s health care provider (hcp) wanted an x-ray to verify the leads were in the correct position. The patient was working with their hcp currently. The consumer further reported that the patient wanted to know why it wasn¿t required for hcps to take an x-ray when the lead was first implanted. The patient thought they should do this so they could see where it was from the start so that when they claimed it had moved, they had something to compare it to. It was really bothering the patient that they didn¿t require a scan after surgery. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
The patient further reported that her lead revision/ ins replacement surgery was delayed and needing to be rescheduled. She did not know if her leads were ever placed correctly or if they moved because a baseline x-ray was never done. Patient stated they would replace the lead (leads several times) and the ins too, so she would not need another surgery when her current ins becomes depleted. She was told her lead had slightly moved by a few millimeters but she was unknown if this was the case or if the leads were never placed in the right location. She requested a labeling change for x ray to be recommended prior to patient going home after surgery to ensure lead was placed in appropriate location. She was concerned about having revision done if this therapy just wasn¿t the right fit for her. It was indicated that she had basic trial done, her notes indicated she had 40 minutes in between episodes and once she got permanent, she went to 30 minutes in between episodes. Patient stated before the therapy she had been going 5-7 minutes, so there was improvement but she was not sure if it was even worth it. It was hard to tell if anything had gotten worse because her symptoms were sometimes worse and sometimes were better. This went along with her disease. Patient stated when she has flare ups, she goes to the bathroom a lot more. It was indicated that at this point, she was not certain where to turn because her hcp had moved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3093-28, lot# j0421675v, implanted: (B)(4) 2004, product type: lead; product ID: 3093-28, lot# j0421675v, implanted: (B)(4) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported in the past she had stimulation going into the toes and causing curling and it had to be adjusted. The patient noted this began ¿years ago¿ when it was first placed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported they had not seen the patient since 2012. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had tingling in feet and the patient described it as issues with his toes. The patient stated how often she would go to the bathroom had changed and did not know the reason. The patient further stated she was trying to figure it out and it was hard to explain but how often she would go to the bathroom really hadn't changed. It was clarified that the reason why the patient turned the implant off was more so the tingling in her feet and trying to figure it out. The patient noted that it hadn't really changed since the device was implanted and since her implant was off. There were no further symptoms or complications reported or anticipated.